Event description:
The reporter stated, "on (B)(6) 2012, the pt had surgery on her left wrist using the total wrist fusion system which was performed for a prior failed left 4 corner fusion which was done by a different surgeon. On an unk date, the pt experienced pain and an x-ray was taken which revealed 2 broken surfix screws. All hardware was removed on (B)(6) 2013. A splint was applied postoperatively and a cast was applied a few days later when the pt went to her follow-up visit."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.